Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip performed to treat functional mitral regurgitation (mr) with a grade of 3. The first clip delivery system (cds) (70327u277) was advanced to the mitral valve and the clip was implanted successfully. To further reduce the mr, a second cds (70327u275) was advanced to the mitral valve, however the leaflets could not be grasped due to the anatomy. It was noted that during the grasping attempts the first clip detached from the anterior leaflet, and remained attached to the posterior leaflet (slda). Mr returned to 3. The second clip was removed and the procedure was discontinued. There was no mr reduction, mr remained with at 3. On (B)(6) 2017, mitral valve replacement was performed. The patient is stable. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology due to thin anterior leaflet at the a2 segment and procedural conditions associated with difficult visualization. The reported unchanged mitral regurgitation (mr) was a result of the slda. The reported surgical procedure and hospitalization were a result of case-specific circumstances as since the mr was not reduced by the end of the procedure, the patient underwent a mitral valve replacement surgery approximately two weeks later for treatment. It should be noted that reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.